Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 22apr2019. The touchscreen was calibrated and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.